Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with out of range high hvli via merlin.net. In clinic, device interrogation revealed noise on the svc-can vector. Programming changes and chest x-ray were recommended. No further information is available.